Event description:
It was reported to globus that a transition implant broke necessitating revision surgery. The initial surgery date was (B)(6) 2012. A revision surgery took place (B)(6) 2012.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval however a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were mfg within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Pictures and x-rays provided show the rod broke at the end spool portion next to the clip. The x-rays show that one of the rods was bent in the mediolateral direction. Also both the rods were connected to existing instrumentation using domino connectors with the rods fixed over a longer length than usual, which may have stressed the rod. The exact cause of the breakage cannot be ascertained. Based on record review of all available info, it is determined the transition 2 level implant, lordosed, 40 mm design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction. Date of MFR cannot be determined without the lot number.